Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that there was noise on the right ventricular (rv) lead. The physician performed lead revision procedure where the rv lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.